Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's casing was chipped, the rewind was taking longer and the buttons were unresponsive. They stated that the insulin would squirt insulin. Customer declined the technical support. Insulin pump will not be returned for analysis.